Event description:
The programmer was returned as a trade-in and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: during analysis it was determined that the tabs on the power cord bay door were broken, that there was a noisy system fan, that the left and right keyboard hinges were broken and that the device failed its protective earth resistance safety test. All found defective parts and the power supply were replaced. Product ID: 229047 software analyzer. (B)(4).